Event description:
I am writing on behalf of the essure permanent birth control. I had my coils implanted on (B)(6) 2013. My doctor used local anesthesia and did the procedure in his office. I was encouraged to get this done rather than a tubal ligation because of the minimal recovery time and the price point with insurance. The whole procedure was extremely painful, I will never forget the feeling and the clicking sound of the coils being screwed into my fallopian tubes. Three months later on monday, (B)(6) 2013 I had my radiology test at the hospital to make sure that the scar tissue was formed and my tubes were blocked. My doctor did not tell me that the test would be just as painful as the procedure itself. I was in excruciating pain leaving the hospital after the test was done. I however was pleased that they told me that it worked and I was good to go. The friday (B)(6) 2013, I received a call from my doctor while on my way to work. He informed me that he received a call from the radiologist the day before and she informed him that she thought something was wrong. He told me that he was going to meet with a representative from the company and they were going to look at the pictures from the test and get back with me early the following week and let me know what they decide. The next wednesday, I received a call from my doctor stating that the coil had punctured my fallopian tube and the company offered to give me a new one to insert behind it "at no cost to me." After these coils are put in place, doctors refuse to take them out if there are issues. After talking it over with my husband and family members, I decided I wanted my entire left fallopian tube removed. I was absolutely uncomfortable leaving it in half hanging out with the possibility that it would cause issues in the future. I am now recovering from a fallopian tube removal surgery and I am extremely unhappy. I urge you to please take this horrible birth control option off the market.